Event description:
It as reported that the x-ray tube was defective. The available information does not indicate whether the device was in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and cardiac procedure was performed when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube was defective. Review of the system log file showed that x-ray errors and warnings and the cause of this issue is x-ray tube (hardware). Fse replaced the defective x-ray tube and re-configured the tube. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.